Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a peritoneal dialysis (pd) transfer set was separated from the tubing. The separation between the patient connector and the tubing occurred while the transfer set was connected to the patient for pd therapy. To resolve the issue, the patient received prophylaxis antibiotic treatment and the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: it was further reported that the patient came to the clinic "without transfer set in place"; further described as "transfer set was barely connected to catheter." H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.